Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a defective tip. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a cable that was broken in the tip. There was no reported injury and no fragment fell into the patient.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blade damage at the midpoint of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis.